Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump had intermittent button response, keypad issues, cracked display window and reservoir compartment. The blood glucose value was not provided at the time of the call. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.